Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy, the healicoil ktnotless anchor broke into pieces, it was removed with the setting instrument. The procedure was completed with non-significant delay using a back-up device in the original drilled bone hole and no void was left in the patient. The insertion site was cleared of all debris prior to insertion of the anchor. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil ktnotless anchor was broken. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 b5 and h6: updated.

Event description:
It was reported that during an arthroscopy, the healicoil ktnotless anchor broke into pieces, it was removed with the setting instrument. The device was used in the originally drilled bone hole and no void was left in the patient. And the insertion site was cleared of all debris prior to insertion of the anchor. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Updated results of investigation: part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor was not returned. The distal plug and the proximal anchor were returned with no visible defect. The insertion device has no visible defect. Bio debris is present a functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment, for the distal anchor, could not be performed due to the part not being returned for evaluation. Based on the condition of the distal plug and proximal anchor found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.